Event description:
The user facility reported that while in use on a patient the unit's screen was black however the vent continued to ventilate. No harm to patient, vent switched out for another one.

Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device and determined the reported issue was caused by a malfunctioning front panel. The carefusion field service representative replaced the front panel and ran the device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion the device was released back to the customer ready to be placed back into service. The care fusion analysis lab evaluated the faulty front panel verified the complaint and determined the failure was caused by a worn fluorescent tube on the liquid crystal display (lcd) which is part of the front panel. Care fusion has requested from the user facility additional information concerning the reported event and the condition of the patient. As of (B)(6) 2015 there has been no response form the user facility.